Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2022: while manipulating the ventricular lead for placement, the patient became nauseous and his blood pressure dropped. Echocardiography was performed to check the heart area, and since pericardial effusion was observed, the device operation was aborted, and the patients condition recovered after drainage was performed. At that time, the lead was removed. The patient was admitted to the ICU on the day of the operation, but was transferred to the general ward the next day and his condition stabilized. On (B)(6) 2022: a new operation was performed and the operation was completed without any problems.